Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A pinhole leak was identified in the mid body of the balloon. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in a moderately calcified and moderately tortuous subclavian vein. A 10.0 x 40, 75cm mustang balloon catheter was selected to dilate the lesion, however, the balloon ruptured at 14 atms during initial inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion was located in a moderately calcified and moderately tortuous subclavian vein. A 10.0 x 40, 75cm mustang balloon catheter was selected to dilate the lesion, however, the balloon ruptured at 14 atms during initial inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.